Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that usb port pins on pump were damaged, which prevented charging and caused pump to shut down. Customer first went to emergency room and was subsequently hospitalized in the intensive care unit on (B)(6) 2026, with a reported blood glucose of 500 mg/dl and ketones of an unspecified size. Cusotmer was treated with intravenous fluids of saline and insulin, and was released the next day, (B)(6) 2026, with no reported injury or permanent damage. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software.